Manufacturer narrative:
Un-report a0412 rupture. Additional, changed, and/or corrected data: b5, b6, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later confirmed capsular contracture baker grade IV and no rupture, confirmed via MRI. Un-reporting rupture

Event description:
Patient reported left side rupture confirmed via mammogram and ultrasound. Later, healthcare professional reported rupture diagnosed via mammogram and ultrasound. Healthcare professional later confirmed capsular contracture baker grade IV and no rupture, confirmed via MRI. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., d9, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, cloudy gel and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side rupture confirmed via mammogram and ultrasound. Later, healthcare professional reported rupture diagnosed via mammogram and ultrasound. Healthcare professional later confirmed capsular contracture baker grade IV and no rupture, confirmed via MRI. Device has been explanted.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late additional, changed, and/or corrected data: b.6., h.6.

Event description:
Patient reported left side rupture confirmed via mammogram and ultrasound. Later, healthcare professional reported rupture diagnosed via mammogram and ultrasound. Healthcare professional later confirmed capsular contracture baker grade IV and no rupture, confirmed via MRI, and seroma. Healthcare professional also reported "presence of granulomatous inflammation, foreign body type, large cystic spaces surrounded by giant cells and showing fat necrosis" via pathology. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a3b, a5, a6, b5, b6, d1, d4, d6a, g2, h4, h6.

Event description:
Patient reported left side rupture. Device remains implanted.